Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Event summary: as reported, during a peripheral transluminal angioplasty a micropuncture transitionless access set broke at the point where the catheter and hub met. The device defect was noted when the device was removed from the package. The device did not make patient contact. A new device was used to complete the procedure. Investigation - evaluation: reviews of the complaint history, device history record, instructions for use, and quality control procedures and a visual inspection of the device were conducted during the investigation. One used mpis-401-nt-u-sst set was returned to cook for investigation. A kink and hole were noted just below the hub of the outer catheter. A document-based investigation evaluation was performed. Relevant nonconformances were recorded for sheath component lots associated with this product lot; all devices were scrapped and not replaced. There are 100% inspections to capture this nonconformance. There have been no other reported complaints for this lot number. The device history record review provides objective evidence that the device was manufactured to specification. There is no evidence of nonconforming devices from the complaint lot in house or in the field. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was functionally inspected by quality control and no notable gaps in production or processing controls were noted. There is no indication that a design or process related failure mode contributed to the reported event. Sufficient inspection activities are in place to identify this failure mode prior to distribution. The device is provided with instructions for use which state, ¿upon removal from package, inspect the product to ensure no damage has occurred.¿ based on the available information, cook has concluded that shipping/handling contributed to this event. Cook will continue monitoring of similar complaints and has notified the appropriate personnel of this event. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. Additional information: b5. Corrected information: h6 (annex e and f). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information was received 16feb2022. The device defect was noted when the device was removed from the package. The device did not make patient contact. A new device was used to complete the procedure.

Event description:
As reported, during a peripheral transluminal angioplasty a micropuncture transitionless access set broke at the point where the catheter and hub met. It is unknown how the procedure was completed. Additional information was requested. Inspection of the returned device found that there was a kink and a hole just below the hub of the outer catheter.

Manufacturer narrative:
This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.